Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the act button was unresponsive. The customer's blood glucose was 42 mg/dl at the time of incident. The customer stated that the blood glucose was going from 40 mg/dl to 300 mg/dl. The customer stated that they treated the low blood glucose with food and milk. The customer declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The act and esc buttons did not respond due to an unlocked lcd keypad connector. The buttons responded after locking the lcd keypad connector. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to the button keypad anomaly. The pump had a severely scratched display window and a cracked reservoir tube lip.